Manufacturer narrative:
Submit date: 08/17/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an enteral feeding pump set. The customer states the set is leaking at the spike to the tubing connection. When the rep received the set, the spike was disconnected from the tubing.

Manufacturer narrative:
A device history record was not performed because there was no lot number provided in the complaint file. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. One sample was received for evaluation and no detachment was observed; however leaking was observed in the cross spike connector. Root cause is a dimensional gap between the connector and tubing. A corrective action was opened in the manufacturing site to improve the dimensional gap between the cross spike connector and tubing, this will help mitigate leaking. This complaint will be used for tracking and trending purposes.